Event description:
The customer contacted stryker to report that their device would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer¿s device and verified the reported issue. Stryker replaced the power pcb assembly. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.